Event description:
It was reported that the yellow rubber tube at the end of the cysto/bladder irrigation set would not hold the stopcock in place. According to the report, when the fluid started to flow the stopcock separated from the tubing. This event occurred during patient use, though no patient injury or medical intervention was reported. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, a photograph of the device was provided by the customer. A photographic inspection did not identify any malfunctions or abnormalities. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.